Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that lip ring was broken. Customer¿s blood glucose level was 20.2 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that lip ring has come away from insulin pump which has caused reservoir to not lock properly into place causing a high blood glucose level and under delivery. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.